Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory channel pc board was noted to have corrosion marks and was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and replaced part was not returned for investigation. The root cause of the reported technical error code indicating a communication error was most likely the damaged expiratory channel pc board. How the pc board became corroded has not been able to be determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).